Event description:
It was reported that the user placed a new dexcom g7 continuous glucose monitor (cgm) and subsequently experienced cgm signal loss with a sensor reconnecting alert verified on the ilet; troubleshooting and education were provided, including guidance to allow time for reconnection. No adverse clinical symptoms were reported. Outcomes included no functional impairment or need for medical care. User support included review of device-reported alerts and user guidance to monitor for restoration of data. Investigation of this case revealed a brief sensor communication issue consistent with transient connectivity interruption, with no persistent alarms and no identified responsible device component. It was concluded, based on similar prior findings, that the cause was a temporary sensor communication disruption that resolved or was expected to resolve with standard use.